Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Revision surgery is planned to exchange the poly inserts. Reason for revision is unknown at this time.

Manufacturer narrative:
It was reported that the patient had laxity. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had laxity. Revision surgery occurred to exchange the poly inserts.